Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The inside of the channel was checked, but the remaining foreign material could not be definitively confirmed. In addition, since it was not possible to confirm any abnormalities that could lead to the suggested event, such as deformation of the channel, the actual product is determined to be abnormal. As speculated, in the product instruction manual, solids such as clips are not recommended because they may be clogged with biopsy channel, suction channel, and suction valve. Even in the event of the suggested event, when trying to suck a filth residue, the clip was accidentally sucked together, and it could be caught by the suction valve. The inspection method and precautions for suggested event are described in the instruction manual (operation edition) as follows. [3.8 inspection of the endoscopic system] 1 depress the suction valve and confirm that water is continuously aspirated into the suction bottle of the suction pump. 2 release the suction valve. Confirm that suction stops and that the valve returns smoothly to its original position. 3 depress the suction valve and aspirate water for one second. 4 release the suction valve for one second. 5 repeat step 3 and 4 several times and confirm that no water leaks from the biopsy valve. 6 remove the distal end of the endoscope from the water. Depress the suction valve and aspirate air for a few seconds to remove any water from the instrument channel and suction channel. [4.2 insertion] [warning] ¿ avoid aspirating solid matter or thick fluids; instrument channel, suction channel, or suction valve clogging can occur. If the suction valve clogs and suction cannot be stopped, disconnect the suction tube from the suction connector on the endoscope connector. Turn the suction pump off, detach the suction valve, and remove solid matter or thick fluids. ¿ if the suction valve clogs and the suction cannot be used when solid matter, such as the clip or thick fluid, are aspirated, withdraw the endoscope and disconnect the suction tube from the suction connector on the endoscope connector. Attach a syringe containing sterile water to the suction connector. Straighten the insertion tube as much as possible and forcefully flush the connector with the water while the suction valve of the endoscope is slightly depressed. Repeat the flush until the thick fluid or solid matter are discharged from the distal end of the suction channel. After discharging, confirm that there is no irregularity in the suction function according to ¿inspection of the suction function¿ on page 65, before using the endoscope again. If the thick fluid or solid matter cannot be discharged, stop using the suction function and contact olympus. Furthermore, for prevention of recurrence, it is suggested that the user facility review the IFU instruction manual again to conduct the handling in line with the IFU. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that a clip bullet was stuck inside the forceps channel of an evis lucera elite colonovideoscope. The event occurred during the procedure. The diagnostic procedure (lower endoscopy) was completed with a similar device. There was no patient harm associated with the event. This report is linked to patient identifiers: (B)(6).

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (clip bullet stuck inside forceps channel) was confirmed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.